Manufacturer narrative:
B2: arachnoiditis medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving dilaudid (hydromorp hone) and bupivacaine via an implantable pump for spinal pain indications. It was reported that the patient called the manufacturing representative (rep) and said that they used redlight therapy (B)(6) 2026. They said that they were very sleepy yesterday when driving. Today, they were making the bed, and when they turned their body, they felt like the pump moved and dispersed extra medicine. They stated that they felt like the pump was not working correctly. There were no reported factors that may have led or contributed to the issue. Troubleshooting included that the patient saw their healthcare provider (hcp) on (B)(6) 2026. They scanned the pump. The patient said that the hcp thought it might be the patient's arachnoiditis flaring up and thought to increase the medication for that, but the patient said they hadn't felt any changes since that increase. The issue was not resolved at the time of the report. No surgical intervention occurred and there was no surgical intervention planned. Additional information was received from the patient later that day. The patient reported that they used a red-light pad and last week, and their body started acting kind of weird. Their pump was kind of acting like it was not working. They mentioned that they went to the doctor yesterday, but the doctor didn't see anything wrong. They mentioned that today, they were making the bed and kind of bent down and heard the pump beep twice between 10 to 15 minutes and hadn't beeped since. When asked, the patient mentioned they had not used the equipment for over a year now because they didn't do boluses. The agent reviewed information and redirected the patient to their hcp to further address the issue. The patient said they would continue to charge the equipment and would try to connect to the pump to see if they would get an alert.